Event description:
Catheter and warming system set up and ready for use. Warming catheter placed on patient and secured in anticipation of insertion. First 10 minute freeze cycle completed. During thaw cycle it was noticed that the foley catheter had not been removed and the warming catheter had not been placed. Unable to remove foley until thaw completed. Once foley removed, cystoscopy performed. Tissue appeared near normal, warming catheter placed and second freeze and thaw cycles performed. Case completed with no unusual event, patient sent to recovery. Update from physician on (B)(6) 2013 - patient had an uneventful night and was discharged this morning with a foley catheter to home. Patient to return in about a week and will pull the foley and evaluate then. Update from physician on (B)(6) 2013 - patient still with urinary retention on intermittent catheterization.

Manufacturer narrative:
Product not returned. Based on investigation, this was determined to be a use error by the physician. The physician failed to place the warming catheter as per intended use of the device. Doctor reported patient still with urinary retention on intermittent catheterization. Not returned to manufacturer.